Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, a 3x20mm 40cm slalom percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated; however, it ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The lesion was the shunt anastomosis. The lesion was calcified. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, this was a shunt anastomosis percutaneous transluminal angioplasty (pta) case. The device was not returned for analysis. A device history record (DHR) review of lot 17139428 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (calcified shunt) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Additional information received indicates that the device was stored properly according to the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped properly according to the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The device was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device will not be returned for evaluation as it has been discarded due to patient¿s infectious disease. As reported, a 3x20mm 40cm slalom percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated; however, it ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The lesion was the shunt anastomosis. The lesion was calcified. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, this was a shunt anastomosis percutaneous transluminal angioplasty (pta) case. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped properly according to the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The device was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17139428 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (calcified shunt) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17139428) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom pta balloon catheter (.018 hp 40 3x2) was delivered to the lesion and inflated. However, it ruptured after inflation at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The lesion was the shunt anastomosis. The lesion was calcified. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, this was a shunt anastomosis percutaneous transluminal angioplasty (pta) case.